Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the drawer had failed. A field service engineer reseated the cable on the main matrix drawer 1 and tested good in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and could not be recovered. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, no adverse events or injuries were reported as a result of this incident.